Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an arterial hemorrhage, a neck hematoma, tracheal compression leading to hypoxia and subsequent death after undergoing a left carotid endarterectomy (cea) in which a vascu-guard patch was used. There were no issues noted with the patch or with bleeding intraoperatively. It was reported that the patient tolerated the procedure well and was transferred to the recovery room in stable condition. Approximately one and one half hours after surgery, the patient passed away. It was reported the patient experienced a large hematoma that was compressing the trachea consistent with a suture line blowout. Per the death certificate the primary cause of death was hypoxia, with secondary causes listed as compression from neck hematoma and arterial hemorrhage following cea. No additional information is available.

Manufacturer narrative:
(B)(4).the actual device was not available; however, a companion sample was received for evaluation. The companion sample that was returned had no apparent defects; however, suture retention testing was unable to be performed due to the size of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Scanning electron microscopy, differential scanning calorimetry, and amine index testing showed no evidence of reduced product function. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.